Manufacturer narrative:
The hill-rom technician found the motor drive of the lift was defective from normal wear and tear. According to the service manual for viking m, it is stated that: visually inspect the actuator and the outer tube for wear, cracks or deformation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account has ordered a new motor drive/actuator to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that a patient was being transferred from a chair to another chair when the mast dropped down letting the patient go back onto a chair. The lift was located in the patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).